Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. On the same day of peritonitis diagnosis, the patient was hospitalized. On the same day, treatment with vancomycin injection (1g, once in 4 days, intraperitoneal, ongoing) and ceftazidime injection (1g, once daily, intraperitoneal, ongoing) was initiated for peritonitis. It was reported that the patient was recovering from peritonitis and recovered from cloudy effluent and abdominal pain. Pd therapy is ongoing. It was reported that retraining on proper aseptic technique was completed. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow up, it was reported twelve (12) days after the event onset, intraperitoneal antibiotics treatment were discontinued. The day after, the patient was treated intravenously with vancomycin injection (1g, once in 4 days, ongoing) and ceftazidime injection (1g, once daily, ongoing) for peritonitis. Pd therapy was discontinued. The patient shifted to hemodialysis (hd). Hd is ongoing. Should additional relevant information become available, a supplemental report will be submitted.